Event description:
The customer stated the defibrillator has received the intermittent error 90007 three times since february. This error occurred during shift check and there was no patient involvement. The error 90007 is self test failure of the pacer or defib. This error can be caused by pressing the pacer key during the self-test.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.